Event description:
It was reported that after a new ICD was implanted a test shock was not delivered due to error in circuitry of device. Lead anomaly suspected. A new lead could not be implanted due to stenosis. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.